Manufacturer narrative:
One opened knife sample was received by manufacturing for evaluation. The sample was examined per facility procedure and was found to be visually conforming. Penetration testing was then performed per facility procedure and was also found to be conforming. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this is the first complaint for the reported issue received against the reported lot number. The returned sample was found to be conforming, therefore a dull blade as described in the complaint cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for the reported dull knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A buyer reported that two dull knives were experienced during surgery. The issue was resolved by taking a third knife which was sufficiently sharp. Patient impact information is unknown. Additional information has been requested. Additional information was received confirming that there was no impact to the patient in conjunction with this report.